Manufacturer narrative:
The suspect device is not available for return, as it may have already been discarded at this point. No further evaluation can be completed at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vital signs pressure infusor is unable to maintain pump level. The issue occurred during patient-use and the device was replaced with another pressure infusor. The customer confirmed that there was no patient harm associated with the reported event.